Manufacturer narrative:
Depuy synthes spine has requested return of hte screw for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Event description:
International affiliate reports the patient was treated with a spinal screw at the vertebra. About one year later during a checkup, the physician found the screw had loosened from the vertebra and had dropped out. The screw migrated close to the kidney. The screw was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
Visual inspection found no visual anomalies with any of the returned screws features. Dimensional inspection of major and minor thread diameters found dimensional requirements had been met. Complaint trend analysis found no other complaints have been reported for this catalog number or lot code within the past twelve months. No conclusions can be made as to the cause of screw loosening and migration. At this time, the complaint is considered to be closed.